Manufacturer narrative:
The main component of the system and other applicable components are: product ID 3387-40, lot # j0406558v, implanted: (B)(6) 2004, product type lead; product ID 3387-40, lot j0406558v, implanted: (B)(6) 2004, product type lead; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 748251, serial # (B)(4), implanted: (B)(6) 2004, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient .

Event description:
It was reported that the patient had a loss of therapeutic effect. When the patient was first implanted the electrode implanted on the right side was slightly off center. At that time the patient had a slight tremor in his left hand, but gradually over the years it had gotten more and more prominent. The doctor gave the patient two choices: he lives with it or a revision. The patient stated that he was not crazy about it and the voltage was increased. The doctor told the patient that it would continue getting worse the older he got. About two weeks later it was reported that the patient received assistance and his concerns were resolved. The patient had an appointment on (B)(6) 2014. Information was received from the patient who reiterated the issues with the placement of the lead electrodes. The caller stated that an MRI confirmed this issue and their healthcare provider thought this was what caused the now severe tremor in their left hand. The patient went to seek a second opinion which confirmed what his healthcare provider had told them; they would need additional surgery to correct the issue. The patient hadnt had the surgery because of the side effects related to it and stated that even with the tremor their right hand was still fairly good and he could still use it.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.